Event description:
Procedure type: unknown. According to the reporter: the needle disengaged from the device and fell into the cavity. It was then retrieved.

Manufacturer narrative:
Initial report sent: 08/11/2008.